Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the ultra would not cross the very calcified lesion in a graft to the circumflex upon direct stenting (discretion of the operator). It was pulled back and tried again, but it would not cross. Then, it was observed that there was no stent on the device. It was observed in the pt via fluoroscopy and was retrieved from the pt (method is not known). An ultra 5.0 x 13 mm was successfully deployed. The pt is doing well. Here is no additional event or pt info available.

Manufacturer narrative:
Results - quality engineering was unable to determine a root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sda) was returned with blood in the guide wire lumen and on the stent implant. There was no contrast visible. The stent implant was dislodged from the balloon, and returned on an abbott guide wire 5 mm proximal to the tip ball. There was a stretched strut on the first row of the proximal end of the stent implant. The distal end of the stent implant was partially expanded. There was no other damage noted to the stent implant. The balloon was returned tightly folded, and there were crimp marks on the balloon between the markers. Two abbott guide wires and another company's catheter were returned in an rhv and another company's guiding catheter. There was no damage noted to the sds. There were no kinks or damage noted to the inner member or tip. The tip seal was measured and met manufacturing criteria. The middle and distal outer diameters were measured and did not meet manufacturing criteria, they were oversized. The proximal outer diameters could not be measured due to the damage. Product performance engineering reviewed the incident. Presence of blood in the guide wire lumen and on the stent implant of the returned sds is consistent with the use of the product. The stent implant was returned dislodged from the balloon on an abbott guide wire, which is consistent with the reported info. The inability to cross a lesion can be affected by factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, placement technique, interaction with other devices, size selection, or accessory device support. It was gathered from the incident info that direct stenting was performed and that the target lesion was in the graft to the circumflex and was highly calcified. These factors may have contributed to the failed attempt to cross, but the exact cause is unk. The stent implant dislodged inside the pt after the failed attempt to cross. Potential factors of stent dislodgement inside the body include, but are not limited to, extreme tortuosity or lesion resistance, interaction of stent with accessory product or anatomy, crossing previously deployed stent, excessive force needed to retract undeployed stent into guiding catheter, or improper or inadequate crimping at the time of MFR. Analysis of the sds indicates presence of crimp marks on the balloon that were between the markers of the still tightly folded balloon, suggesting that the stent implant was time of manufacturing. It is possible that while attempting to cross the heavily calcified lesion, the stent became disrupted on the balloon and facilitated the dislodgement of the stent during retraction of the sds. It is possible that the stent implant interacted with the tip of the guiding catheter during the retraction, considering that the proximal end of the stent implant was noted stretched. The ultimate cause is unk. The outer diameter of the undamaged portion of the stent implant were noted oversized, with the distal end noted as being partially expanded. Considering that the balloon was found to be tightly folded, it does not appear that positive pressure was applied to the system prior to the dislodgement. It is possible that the unreported method of retrieval of the stent from the pt contributed to the partially expanded and oversized stent implant. It is also possible that this damage was caused during handling of the stent implant after the dislodgement. The exact cause is unk. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A sampling of units is subjected to a stent movement test to verify stent security . This MDR is considered closed by the product performance group.